Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective device replacement procedure, the associated right ventricular (rv) lead was difficult to remove from the device header. The terminal end of the lead sustained damage and the lead was removed from service and replaced. No additional adverse patient effects were reported.